Manufacturer narrative:
Batch review performed on 05 january 2018: lot 164224: (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-10-02. No anomalies found related to the issue. To date, 115 items of the same lot have been already sold with (B)(4) similar reported event. Mectacer ceramic liner ø 36 / f reference 01.29.414 (not marketed in us) lot. 163509: (B)(4) items manufactured and released on 15 september 2016. Expiration date: 2021-08-24. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
On (B)(4) 2017 medacta sales rapresentative has been informed by the surgeon that a revision surgery will be performed on (B)(6) 2017 due to infection 8 months after primary surgery.